Event description:
While getting a pt up to the chair with a ceiling lift and a loop sling, the right leg loop of the sling unhooked from the spreader bar, causing the pt's leg to drop. This happened when the pt was raised from the bed, so no injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjohuntleigh (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.